Event description:
It was reported that a patient with a 25mm 3300tfxj aortic valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of seven (7) years due to severe pulmonary stenosis and severe pulmonary regurgitation. The patient presented with heart failure. The valve-in-valve procedure with a 26mm sapien3 transcatheter valve was performed successfully. The patient outcome was not provided. The doctor commented that he felt the device failed somewhat earlier than expected as it had deteriorated in less than ten years of implantation.

Manufacturer narrative:
Updated b2, b5, b7, h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfxj aortic valve implanted in the pulmonary position has been placed under consideration for a valve-in-valve procedure after an implant duration of six (6) years, nine (9) months due to severe pulmonary stenosis and severe pulmonary regurgitation. The patient presented with heart failure. The device was not returned for evaluation as it remained implanted. The doctor commented that he felt the device failed somewhat earlier than expected as it had deteriorated in less than ten years of implantation.

Manufacturer narrative:
Added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bio prosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and patient age at implant.

Manufacturer narrative:
. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.